Manufacturer narrative:
An event regarding thread damage involving a gmrs adaptor was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned for inspection; however, a photograph was provided for review. The photograph show a impactor adaptor, some dislocation is observed. Thread damage cannot be confirmed based on the photo. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the threads sheared off while attempting to remove the stem. Further information such as return of the device, as well as the device lot number are needed to further investigate root cause. No further investigation for this event is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During revision while attempting to remove the restoration modular stem, the mcreynolds adaptor sheared off at the threads. Surgeon decided to use a brand new proximal body without a screw to avoid performing a full osteotomy although rep mentioned this was off-label.